Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician successfully revised the pocket.